Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on posterior assessed, as a surgical impact opening (shell thickness within spec). Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: stress marks observed, on the device. Observed, 40 mm dark patch edge material inside gel device.

Event description:
Healthcare provider reported, a right side capsular contracture, baker grade iii. And rupture. It was noted, that the device had "yellow discoloration". The device has been explanted.

Event description:
Healthcare provider reported a right side rupture and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Continued: h6- health effect impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii, rupture.